Event description:
The pt expired. The pt's cause of death was unk; it was noted that the pt had peripheral vascular disease. Per the healthcare professional, the pt's death had no relationship to the implanted system; no pt treatment/intervention was required/performed, and no device troubleshooting was required/performed prior to the pt's death.